Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device plk203 batch number, and no non-conformances were identified. Investigation summary: it was received for analysis an empty opened labeled winding former and a used needle-suture of lot plk203. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and a side of the fixation tab were broken. In addition, a side of fixation tab was returned for analysis, the piece was examined and only was noted cut. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident. One picture was received for analysis. Upon visual inspection of the picture, one needle-suture with a side of fixation tab broken product code sxpp1a401, lot plk203 could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that a patient underwent an endoscopic procedure of the stomach on (B)(6) 2020 and a barbed suture was used. Pre-op, the fixation feature had been broken from the middle when it was opened for the surgery. Changed another one to complete surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, a side the of fixation tab was returned, the piece was examined and only was noted cut. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.